Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The display cpu was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/04/17 phone call to two contacts, 12/11/17 phone call. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power and completed the case. There was no reported patient injury.